Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) found dried reference fluid in the ise reference compartment and cleaned it. The fse replaced the ise reference electrode, the ise sipper nozzle, and the vacuum pump diaphragm. The fse verified fluidic and mechanical adjustments, replaced all ise reagents, and performed an air purge, an ise prime, and an ise check. The fse performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 3 patient lithium heparin plasma samples on a cobas 4000 c311 stand alone system. The doctor questioned the initial na results which prompted the customer to repeat the samples. On 11-jun-2024, sample 1 had an initial na result of 138 mmol/l and an initial cl result of 99 mmol/l. The sample was repeated the next day and the result na was 157 mmol/l and the cl result was 113 mmol/l. The initial results were deemed correct. On 11-jun-2024, sample 2 had an initial na result of 141 mmol/l. The sample was repeated the next day and the na result was 157 mmol/l. On 12-jun-2024, sample 3 had an initial na result of 156 mmol/l. The sample was repeated on an epuc analyzer and the na result was 143 mmol/l with flag. It is unknown which results were deemed correct for samples 2 and 3.